Manufacturer narrative:
Investigation conclusion: .a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting what they feel are 3 false positive sars results for their wife. No confirmation testing was performed and customer's wife is symptomatic with large amounts of yellow mucus. Customer feels the results are false due to the color of their wife's mucus. Customer refused to discuss further details of testing and requests for further information. Report 1 of 3.